Event description:
A wurzburg mandibular plate and related screws were removed from a patient because of an infection. No additional information was provided.

Manufacturer narrative:
Summary of evaluation: evalaution results as received from howmedica leibinger gmbh indicates that the probability of the implant material of being the sole source of infection is rare. Reference literature indicates titanium implants have possibilities of infection but only in very few defined occurrences.